Event description:
A physician reported the probe could not cut and the aspiration was working normally during a vitrectomy surgery. The surgery was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report is for the possible lot 14dp76 received at the manufacturing site since the customer was uncertain if the correct sample was sent or not. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe could not cut and the aspiration was working normally during a vitrectomy surgery. The surgery was completed after the product was replaced. There was no patient harm. Additional information was received and it was confirmed that the black radiofrequency identification (rfid) tubing was occluded during a vitrectomy surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the probe was returned. Upon visual inspection it was determined that adhesive from the supplier manufacturing process was occluding the drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Based on the condition at the end of the tubing it appeared the occlusion of the probe prevented the probe from cutting. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).